Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse verified the error via the error log. Inspection of the device revealed that the wash line was kinked at the wash bottle. Fse repositioned the line and performed multiple primes. The customer was subsequently able to run quality control (qc) and daily check without issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. 2015 bf probe purge failure: the aia-360 operator's manual indicates that the 2015 bf probe purge failure error message is generated when purging of the bf probe is abnormal. The operator is instructed to clean and/or replace the wash probe tip and contact tosoh customer service. 2017 substrate purge failure: the aia-360 operator's manual indicates that the 2017 bf substrate failure error message is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check the substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event was due to kinked wash tubing at the wash bottle. .

Event description:
It was reported that the customer received the "2015 bf probe purge failure" error with their aia-360 analyzer. The customer rebooted; however, the error reoccurred, and the customer received "2017 substrate purge failure" error. Technical support (ts) instructed the customer to perform an installation prime, but the error persisted. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the reported event.